Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump passed displacement test and self test. Pump received with moisture damage on electronics and motor assembly, corroded battery tube, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, stained end cap sticker, stained address/serial number label and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 289 mg/dl. The customer states got water on my pump and it is malfunctioning and I am lost. Troubleshooting was performed for moisture damage. The customer states the button error occurs but cannot clear. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.